Event description:
The customer returned device to olympus for repair after device came back from operating room with a red tag. Upon inspection and testing of the customer returned device, it was observed that no image was displayed due to a faulty charged couple device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported.

Manufacturer narrative:
Device evaluation found a shortage in cable causing intermittent noise in image and the top cover failed on water leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to the failure of the charge-coupled device by water intrusion from the top cover and destruction of the electronic circuit. The specific root cause of the water intrusion could not be determined at this time. Olympus will continue to monitor field performance for this device.